Event description:
This rv lead was implanted on an unknown date in (B)(6) 2007 and still remains implanted at this time. In a product experience report received on 07/30/2018 it was noted that the lead exhibited high pacing threshold with an impedance that passed from 500 ohm and some noise episodes. The physician was dr (B)(6) in italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).